Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: the jaws did not open on the vessel. It was ligated and additional tissue was resected. The jaws remained closed. A clip returned with the device was found to be jammed on the jaws.

Manufacturer narrative:
(B)(4).